Event description:
The implantable neurostimulator 'came out of the back' of the pt's head. He had surgery to fix the problem. The pt was pleased with the therapeutic results of the implantable neurostimulation system. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).